Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(4), massachusetts. During therapy, a clinical study patient experienced worsening anemia. Alung was not initially made aware of this event as this was originally reported as not meeting criteria of seriousness and unrelated to use of the device. Device causality was reported to be probably related as this was probably related to line placement of device. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. Consistent blood flows and co2 removal were observed throughout therapy. There were high blood flow alarms intermittently throughout therapy, but rpms were adjusted accordingly. There were no unexpected alarms or critical errors. Therapy was provided as intended. Anemia is a known possible occurrence with use of extracorporeal therapy and/or critical illness. Examination of the controller data log shows that therapy was provided as intended. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing worsening anemia during hemolung ras therapy. The patient was given multiple blood transfusions. Hemolung therapy was not discontinued as a result of this event.